Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door failed. The customer reported that recovery was sometimes successful; however, the issue occurred intermittently, and the door failed to recover at certain times. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door failed. The field service engineer (fse) tested and tightened the door, after which the door functioned properly with no further issues observed. The system functioned as intended after the field service engineer repaired the device.